Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii limb was intended to be implanted as part of the endovascular treatment of a 70mm ruptured abdominal aortic aneurysm. The case was one where there was a  long neck s-shaped tortuosity and maximum aneurysm diameter exceeding 70 mm. The left treatment length (left internal and external branch from ra) was 207 mm. It was reported that during the procedure, there was a preference to use a etlw1624c156ej stent graft with the endurant bifurcate on the contralateral side but as it was not available  etlw1613c124ej  was used instead. It was reported that shortening of the aortic neck like an accordion occurred. As a result of this and due to the large aneurysm diameter the center line could not be drawn accurately which resulted in a significantly shorter treatment length than scheduled. Although it was observed that there was a slightly longer time during the angiography, it was determined that the device could be pushed into the aneurysm by pushing it up. The device was inserted however could not be pushed into the aneurysm, so it was inserted into the cia in order to avoid the peripheral diameter device (13) from entering the cia. It was then removed at the physician's discretion and a replacement product was inserted. A etlw1624c124ej was inserted although it was shortened and that resolved the issue. It was reported on the final contrast imaging a type ia and type IV endoleak were observed. The type IV endoleak was confirmed from the peripheral side of the bifurcate. The physician implanted an aortic cuff resolving the type ia endoleak. The type IV endoleak in the bifurcate was not completely resolved at the end of the procedure. It was said the possibility that the measurements were incorrect could not be ruled out, so there might have been a mistake in the plan. In addition, it would have been good if the distance could be measured during operation in order to eliminate some concerns but the urgency of the situation did not allow for this.  Per the physician the cause of the event was device oversizing and a mid-section device was not necessary.   No additional clinical sequalae were provided and the patient is fine.

Manufacturer narrative:
Film evaluation summary: the reported difficulty to position , oversizing issue and endoleaks could not be confirmed on the pre-implant images provided; therefore the cause of the events could not be determined. Lack of angiography images showing attempts to position the device into the aneurysm sac and also showing the endoleaks, which may have included possible endoleak interrogation, did not permit a more comprehensive analysis of the events source/cause. Lack of post-implant CT's did not allow for a thorough evaluation of the stent graft in-vivo configuration. It is possible that sizing issue, as per the physician and the patient's tortuous aortic neck and iliac anatomy may have been contributory factors in the reported events, but this could not be confirmed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.